Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator system (scs) was not helping with the patients pain. The patient underwent explant procedure and the ipg was not returned.